Event description:
It was reported that during a thyroidectomy procedure, the clips would not form and were dropping from the devices. They used a single clip applier and manually place the clips to complete the case. There was no pt consequences.